Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 422 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 52 mg/dl. Customer blood glucose reading at the time of the incident was over 52 mg/dl. Customer also had 442 mg/dl blood glucose reading. Customer stated the drive support was normal. Customer treated their high blood glucose reading with syringe. Customer treated their low blood glucose reading with 4 dex tabs for a 15 carb boost. Customer also reported no delivery alarm but the issue was resolved by changing the reservoir and set. Set will be returning for analysis. Reservoir already returned and fail analysis determined there was no occlusion. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.